Manufacturer narrative:
Retainer ring = black. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. No rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt software tool was used to check for any unusual pump error that appear in the unit's history files. The following unusual pump errors are found in the pump history file: pump error 63 @ (B)(6) 2021 18:47:51, pump error 2 @ (B)(6) 2021 18:47:51, pump error 3 @ (B)(6) 2021 17:59:12. Self test failed because the vibrator failed to vibrate when it was supposed to due to the moisture damage on the battery board. After inserting a known good electrical board 1 and a known good electrical board 2 into the test case, the sleep current measurement fell within specifications. After swapping a test electrical board 2 onto a known good electrical board 1 into the test case, the sleep current measurement read high, but after swapping known good electrical board 2 onto a test electrical board 1 and then into the test case, the sleep current measurement fell within specs again. In summary, the high sleep current measurement is due to the moisture damage on electrical board 2. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; electrical board 1--j6, da1, da2; electrical board 2--j1, terminal of the lcd flex cable. In summary the broken vibrator is due to the moisture damage on the battery board, the high sleep current measurement is due to the moisture damage on electrical board 2, and the pump errors are due to the moisture damage as well. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated they wanted to rewind insulin pump but the piston was not going down and received a message to replace the battery. Customer stated insulin pump did not turn on and had water under liquid crystal display. Customer also reported crack in the insulin pump . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.